Event description:
It was reported the patient presented for procedure due to tricuspid valve regurgitation. During extraction, the right ventricular (rv) lead fractured. Part of the rv lead was explanted while the rest remained in the patient. A new rv lead was successfully placed. The patient was in stable condition.

Manufacturer narrative:
The reported event lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection found two external insulation abrasion breaching the outer insulation and exposing the outer coil at distal region of the lead. Final analysis found that the insulation was abraded at 4.6cm to 5.2cm and 8.9cm to 10.4cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.